Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted vaginal hysterectomy, the device would seal a little bit but then pull away and it would not be sealed. There was no patient injury.